Event description:
A customer reported that their AED's asi is blank, and it is chirping. They reported that this did not occur during patient use. No specific AED information was provided.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.